Event description:
During an in-clinic follow-up, a loss of pacing was observed on the device. In addition, the device was unable to be interrogated. The device was explanted and replaced to resolve the event. The patient was in stable condition.